Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific, and a laboratory analysis was conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.